Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as case (B)(4). The service log review revealed a delivery failure alarm due to main supply voltage out of tolerance (valid range: 2435 to 4075 counts)(actual value: 2431 counts). There was no low battery alarm to alert the customer; the intent of the low battery alarm is to alert the user prior to the delivery failure alarm occurring. A full functional test was performed and the device operated according to specifications so it was returned to the field. The root cause for this report was smart battery: delivery failure alarm for low voltage not followed by a low battery alarm. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2014-00002).

Event description:
On (B)(6) 2016, a mallinckrodt internal employee discovered a delivery failure alarm due to main supply voltage out of tolerance during routine service log review for inomax dsir (B)(4). There was a lack of a low battery alarm to alert the user of the device that the battery was running low. There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs. This is being reported as it is considered a reportable malfunction.